Event description:
A customer stated that when they used excel off brand reagent they received results of f-1 and "lo" (less than 20 mg/dl). A blood glucose result of less than 20 mg/dl can be a serious medical condition. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. Electronic checks were conducted and were satisfactory. The customer was encouraged to call 24/7 customer service line if any additional problems or questions were encountered. The complaint is considered closed for purposes of MDR.